Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The rotation knob functioned without difficulty. The jaws cut the appropriate test media without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap choledocholithotomy the scissors were lumbering and were unable to cut the tissue during the surgery.